Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia h11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the australia. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as the tape did not stick and fell off and patient was unsure of the cause for the product not adhering. No further information available.